Event description:
Patient arrived to department for CT scan chest to r/o pulmonary embolism. CT scanner requires bolus tracking of contrast. While patient injected with contrast and was about to be scanned, the scanner error occurred. Manufacturer was contacted to assess the CT scanner. Patient rescheduled for CT scan.